Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic tore off and remained in the injector during insertion. The incision was enlarged to remove the lens and sutured after the back up lens was implanted. The reporter indicated that the incident was due to a loading error.

Manufacturer narrative:
Visual inspection of the returned product showed that the lens was torn into pieces and a haptic was torn off from the optic and missing. There was evidence of a clear surgical residue.